Event description:
A report was received that a patient underwent a lead revision, due to the lead pushing against the patient's skin. The patient is reportedly getting good stimulation and is doing well following revision surgery.

Manufacturer narrative:
The explanted lead was not returned to bsn for evaluation, as it was discarded by the medical facility.